Manufacturer narrative:
Follow-up # 1 date of submission 1/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the threads of the returned battery cap were stripped and the cap was unable to secure to the pump or to a test pump. A test battery cap was used to complete the investigation and it was able to secure to the pump. Unrelated to the initial complaint, it was observed that the bolus button cover was torn but the button was still responsive during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.